Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that aspiration was lost. An angiojet solent proxi was selected for a thrombectomy procedure in right superficial iliac artery. The device was primed for 15 seconds. During aspiration, the device stopped and a leak at the pump was noted. The procedure was completed with another of the same device. No patient complications were reported.